Manufacturer narrative:
Per tandem's user guide, "do no remove or add insulin from a filled cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer added insulin to the cartridge during pumping and outside of the load process. Tandem's technical support educated customer on the proper load process. Customer's blood glucose was 187 mg/dl. The cartridge was changed and insulin delivery was resumed.